Manufacturer narrative:
The unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, and excessive no delivery test. Unit was tested with a water fill test reservoir and no bubbles were found. The unit had a minor scratched display window.

Event description:
The customer called in to report large air bubbles in the reservoir and high blood glucose levels. The customer's blood glucose level ranged from 59 to 549 mg/dl. The customer was able to remove the air bubbles and treated with manual injections. The customer called back after receiving tubing clamps and performed the high pressure test which failed twice. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.